Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 years and 4 months after the dental implant was installed in intraoral region #8, it was verified its loss of osseointegration. 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.